Event description:
Doctor reported events of "gastric pouch dilation," band slippage, "no passage through the stoma," "complete dysphagia," and vomiting from journal article: "is fixation during gastric banding necessary? A randomised clinical study", obes surg (2011) 21:1859-1863. MFR of device is unk. Allergan's approach to compliance is to resolve all doubt in favor of reporting. This medwatch represents the 3 pts mentioned in the article who were diagnosed with "gastric pouch dilation," band slippage, "no passage through the stoma," "complete dysphagia," and vomiting.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis as well as indicate the product manufacturer and serial number. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pouch dilation, obstruction, band slippage, dysphagia, and vomit are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pouch dilation, band slippage, and vomit as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may be require band repositioning and/or removal."frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." "Pts must be cautioned to chew their food throughly. Pts with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." Device labeling addresses the reported event of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."